Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they shut down their device because they were having trouble, they had a lot of bladder trouble with bladder spasms and they were on a medication besides using the stimulator and it seemed like it got worse so they stopped taking the medicine and turned interstim off and it got better. Pt said last week they had a cardioversion then when they tried to use their external equipment to synch to their ins last night, it said: internal device lost all data. Reviewed the meaning of the message. The patient was redirected to their healthcare provider to further address the issue. Offered and sent listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the power on reset (por) was determined. They noted the likely cause as being "I think it was because I had a cardioversion." The steps taken or will be taken to resolve the issue were noted as "nothing yet." Patient reported the issue has not yet been resolved.